Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act, up, and down arrow buttons are not working on the insulin pump. Customer stated that she was programming her bolus and entering her carbs when she noticed that the act, the up, and down buttons were not working. Customer stated that the numbers kept scrolling up and down in a looping manner. Customer's blood glucose was 90 mg/dl at the time of the incident. Customer is currently in italy and stated that it is really hot where she is located. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.